Event description:
Reported due to the patient having right hemiparesis post placement of teh xact carotid stent system in 06. The patient was part of a clinical trial. The follow up neurological examination showed an increase in the nihss and a cerebovascular accident was diagnosed. Patient was discharge home.